Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 1998 concurrently with a hysterectomy and a laparoscopic bladder neck suspension in order to treat stress urinary incontinence, pelvic pain, pelvic endometriosis, and cystourethrocele. It was reported that following insertion the patient experienced pain, urinary problems, dyspareunia, neuromuscular problems and additional surgery due to hemorrhage. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1998 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral salpingo-oophorectomy due to uterine prolapse and cystourethrocele.